Event description:
A customer reported a delivery issue with a replacement freestyle libre sensor. The customer had initially reported the sensor detaching prematurely and a replacement device was ordered. Due to not receiving the replacement device, the customer experienced symptoms of dizziness, weakness, and vomiting and was unable to self-treat. The customer had contact with a healthcare professional who obtained a blood glucose result of 500 mg/dl and administered insulin (type/dose unknown) for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor 3mh007x3vfm has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Removed the sensor plug and inspected the plug assembly, no failure mode observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. Sensor was reprogrammed and simvivo test performed. All results were within specification. No malfunction or product deficiency was identified. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. H-6 and h-10 were incorrectly documented in the previous initial MDR report. These sections have been updated.

Manufacturer narrative:
Sensor 3mh007x3vfm has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Removed the sensor plug and inspected the plug assembly, no failure mode observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. Sensor was reprogrammed and simvivo test performed. All results were within specification. No malfunction or product deficiency was identified. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery issue with a replacement freestyle libre sensor. The customer had initially reported the sensor detaching prematurely and a replacement device was ordered. Due to not receiving the replacement device, the customer experienced symptoms of dizziness, weakness, and vomiting and was unable to self-treat. The customer had contact with a healthcare professional who obtained a blood glucose result of 500 mg/dl and administered insulin (type/dose unknown) for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.